Event description:
Reportedly, the smartview connect did not transmit since (B)(6) 2023 and the message 'no signal' was displayed on the screen. Several troubleshooting attempts were made but the issue remained as of (B)(6) 2023.

Event description:
Reportedly, the smartview connect did not transmit since (B)(6) 2023 and the message 'no signal' was displayed on the screen. Several troubleshooting attempts were made but the issue remained as of (B)(6) 2023.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as no error message was displayed and normal communication with the back office was observed. Therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the error message was displayed. Based on available data, no malfunction is suspected on the smartview connect app. This case is recorded for trending purposes.